Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device critical errors were observed in the error log. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to an open resistor on the main board. The main board will be replaced to remedy the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.